Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a procedure, the vh-device did not cauterize. Troubleshooting was performed, however the bisector still did not cauterize. A replacement device was used to complete the procedure, no patient effect was reported by the hospital.